Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection found scratches on the labels. The battery compartment was found to have cracked below the grip pad. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. (B)(6).